Event description:
It was reported to philips that the system¿s wireless foot switch was not working, which can impact imaging. There was no harm reported. Philips has started the investigation of the complaint.